Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient was in the hospital with diabetic keto acidosis. The reporter only indicated that the pump was noted to have a crack in the pump case near the battery compartment. Later on (B)(6) 2013 the reporter was contacted by animas and indicated that the patient was admitted to the hospital with a blood glucose of 328 mg/dl with nausea and vomiting. The reporter indicated that the patient¿s pump was chirping at the time of admission and it was noted that the battery cap had come loose related to a crack in the pump. Animas attempted to reach the patient on (B)(6) 2013 and the patient¿s health care provider indicated that the patient was unable to talk. This report is made based on the allegation that the patient was hospitalized for diabetic ketoacidosis associated with a cracked pump.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/28/2014 with the following findings: the battery compartment was observed to be cracked. Unrelated to the casing condition issue, the black box revealed an auto off alarm on (B)(6) 2013 at 1:26am; insulin delivery was not resumed after this alarm. The daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump rewind, load cartridge, and prime steps were performed successfully with no alarms. The force sensor calibration test revealed that the sensor was not detecting correct force at 5 pounds and the resistance on the force sensor was measured and found to be out of specifications. A loss of prime occurred during the duration testing. Further testing was prohibited due to recurring loss of prime events. The pump was opened and contamination was found on the force sensor shim. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
On 10/28/2013 the reporter contacted animas, stating that during the initial call on (B)(6) 2013 the pump was emitting multiple loss of prime warnings. The loss of primes were not reported to animas at the time of the initial call on (B)(6) 2013. Troubleshooting for the loss of primes could not be completed as the pump was not available. It is unclear at this time if the previously reported loose battery cap and battery compartment crack were related to the alleged loss of prime issue. It is also unclear at this time if the alleged loss of prime issue could have been a cause or contributor to the previously reported adverse event.